Event description:
A surgeon reported an infection in the left frontal cranial after a cranial surgery in which duraseal was used. Systemic antibiotics were administered and pt recovered without further incident.

Manufacturer narrative:
An infection was reported following a cranial procedure in which duraseal was used. Infection was resolved with systemic antibiotics. Pt recovered without further incident. Bench-top testing has shown that duraseal does not support microbial growth.